Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, there was telemetry issues between the neurostimulator and the clinician programmer. It was noted that the pt's device was programmed prior to the procedure. Also, it was observed that the set screw on the device would not tighten. Add'l info was requested.